Event description:
The customer reported that the unit is not recharging, the monitor turns off after a couple of minutes, and the unit does not power on when the customer turns on the monitor with ac. There was no adverse patient impact reported.